Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the presence of the c-34 error on the erbe during startup. The fe replaced the erbe and verified proper system operation upon completion. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was partially confirmed through system logs, which showed an m-11 error on (B)(6) 2025 and a 2-8a error on (B)(6) 2025. Visual inspection revealed slight yellowing/discoloration across the front bezel, a short scratch on the upper area of both the left and right shell housing, and noticeable contact damage on the heatsink fins. When tested on the system, the unit immediately displayed a c-34 error at startup, and the erbe logs contained multiple c-00 errors. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered multiple erbe generator errors when the surgeon attempted to use cautery. The technical service engineer (tse) viewed the system logs and confirmed errors c-34, c-30 and m-11. The tse had the customer power cycle the erbe, move the power cord to another outlet, and try using different energy cabled but the issue remained. The customer was able to connect a third party generator and continue the case. The procedure was completed with no reported injury.